Event description:
The manufacturer received information alleging a bipap a40 was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. During the evaluation of the device at a third party service center, the complaint was confirmed. The device's blower assembly was replaced to address the issue.